Event description:
As reported, the stent mesh of an 18 mm × 60 mm palmaz genesis peripheral stent on an opta pro .035 delivery system was lifted. The procedure was completed by using another unknown stent. There was no reported patient injury. The issue was discovered during use. The target lesion/vessel had severe calcification and it was moderately tortuous. The target lesion/vessel was stenosed 85%. The target lesion/vessel had acute angles but was not bifurcating. There were no damages found on the device or the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user is trained in the use of the device. Other procedural details were requested but were not provided. The device will be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.